Event description:
It was reported that externalized conductors were found during patient's av node ablation. All measurements are within range. Physician to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.